Event description:
The manufacturer received information alleging a "ventilator service required" message cannot clear. There was no patient harm or injury reported with this notification. During the evaluation of the device at the manufacturer's service center, a "service required" error code was found in the ventilator's downloaded event log. The device's 3-way valve, proportioning valve and flow sensor were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information received alleging a "ventilator service required" message cannot clear. There was no patient harm or injury reported with this notification. During the evaluation of the device at the manufacturer's service center, a "service required" error code was found in the ventilator's downloaded event log. The device's 3-way valve, proportioning valve and flow sensor were replaced to address the issue. The proportional valve, solenoid valve, and machine flow sensor were returned to the product investigation laboratory (pil) for further evaluation. The pil installed the proportional valve on the pil trilogy evo stb and ran therapy in active mode with a test lung for approximately 1 hour without issue. Pil then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pre test and aecm verification at post test and the proportional valve passed all testing. Pil concluded that the proportional valve operates as designed. The pil installed the solenoid valve on the pil trilogy evo stb and started therapy in active mode with a test lung. Pil ran therapy for approximately 1 hour and the solenoid operated without issue. Pil then tested the solenoid on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pre test and aecm verification at post test and the solenoid passed all testing. Pil concluded that the solenoid valve operates as designed. The pil found contamination inside the trilogy evo machine flow sensor. Pil installed the flow sensor on the pil trilogy evo stb and ran therapy with a test lung for approximately 1 hour without issue. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification, and the flow sensor failed testing. Pil concluded that the contamination observed inside the flow sensor caused the failure. This failure is being investigated under fsn 2023-cc-src-003. Box: h has been updated to reflect the investigation findings. Additionally, the product UDI in box: d was updated to current reporting standard.